Manufacturer narrative:
The t:slim pump user guide states: "you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours or off). The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the customer received two auto-off alarms. The customer's blood glucose level was not impacted. The customer's auto-off setting was set for 12 hours and indicated that the setting feature would be discussed with their health care provider.